Event description:
It was reported that the user experienced continuous glucose monitor signal loss to the ilet, after which an agent assisted with reconnecting the dexcom g7 sensor and the sensor began warming up with data connection expected to resume. Symptoms included no reported adverse physiological effects. Outcomes included restoration of sensor communication workflow pending completion of the warm-up period. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that the issue resolved after reconnection steps for the sensor were performed. It was concluded that the event involved temporary communication interruption between the cgm and the ilet that resolved with standard troubleshooting, with no patient harm reported.